Event description:
It was reported that a large volume infusor leaked from the balloon and luer cap. The leak was identified after the device was in storage for approximately 34-40 hours. The customer stated that approximately 50ml of the solution had leaked into both the housing and the storage bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured june 7, 2013 - june 10, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.